Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert was identified via patient monitoring due to a high out-of-range shock impedance measurement 126 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced due to elevated threshold measurements. Threshold testing revealed a rv threshold measurement of 3.5v @ 1ms. No additional adverse patient effects were reported. It was noted that the rv lead was disposed, and will not be returned for analysis.

Event description:
It was reported that a red alert was identified via patient monitoring due to a high out-of-range shock impedance measurement 126 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.